Event description:
Refer to MFR report # 3004209178201008633. A pt's stimulation therapy unexpectedly turned off. The pt had exposure to a thief detector/security gate at a store. The device was turned on at the time the pt was exposed to the security equipment. The location of the pt's symptoms were noted as being at the implanted neuro stimulator device site. Details regarding the pt's symptoms were not reported. The pt's status was good. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).